Event description:
It was reported that, during an arthroscopic procedure, the "mdu powermax elite shaver" did not work when was connected, it heated up. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.